Manufacturer narrative:
A sample evaluation was performed on the onxae-25 sn: (B)(4) by a subject matter expert (sme) on 04/18/2019. The methods of evaluation were visual, microscopy, functional and dimensional. The valve was received attached to the holder. Prior to decontamination, visual examination of the valve shows leaflet and housing intact. No abnormalities observed with the valve assembly. After decontamination, no evidence of visual anomalies in pivot location or on leaflets as assembled. The valve was disassembled and components were dimensionally inspected. The valve housing and leaflets were reassembled, functionally, and visually inspected per standard production processes. The valve passed dimensional, functional, and visual inspections. No deficiencies noted regarding this valve. A root cause for the reported event is unknown. The sample evaluation concluded that the valve passed dimensional, functional, and visual inspections. No deficiencies noted regarding this valve. The manufacturing records were reviewed and it was confirmed that all records were controlled, available for review, and met specifications prior to release. The risk management file thoroughly identifies the process and product hazards for approved indications. Each individual hazard is mitigated and reduced as low as possible by design and process. There is no indication that an error or deficiency occurred at cryolife, inc. And the IFU adequately communicates risk. No actions are required at this time. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to the report, the surgeon tried to implant onxae-25 but had difficulty. The surgeon explanted the valve and implanted an on-x conform-x valve.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, the surgeon tried to implant onxae-25 but had difficulty. The surgeon explanted the valve and implanted an on-x conform-x valve.